Event description:
A laparoscopic cholecystectomy was in progress. The surgeon activated an electrosurgical instrument which caused a spark on the electrosurgical cable. The spark burned through the surgeon's glove and reddened the skin. No treatment of the burn was necessary and the pt was not affected.